Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was air in patient line. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 4. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and he said he was able to resume therapy the next day after he started over with new supplies. He did not notice anything unusual with any of the previous supplies except that he said that one of the lines seemed to be drawing a lot of air from one of the supply bags he had hanging up. He did not have actual cassette, but he did have a companion sample. He did not have a lot number available. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.